Event description:
(B)(6). Pulmonary clinical care fellow from hospital reported pt had a pump blockage alarm and they switching pt to hospital pump. Pt is currently in the ER, reason(s) unknown. Pump serial number and expiration unknown. No further information, details or dates available. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: epoprostenol sdv g-veletri - 42ng/kg/min. Did the reported product fault occur while in use with pt? - yes; did the product issue cause or contribute to pt or clinical injury? - unknown; is the actual device available for investigation? - unknown; did pharmacy replace device? - unknown; did the pt have a backup device they were able to switch to? - they are switching pt to hospital pump - if yes, was the pt able to successfully continue their infusion? - unknown; is the infusion life-sustaining? - yes; outcome? - unknown.